Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board, hard drive, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system shut down and thereafter failed to boot up. There are no reports of pt injury or death associated with this event.